Manufacturer narrative:
(B)(4). At the time of this report, philips does not have enough data to verify that there was no sound coming from the speaker. In an abundance of caution, we will report this incident although in this case, the alarms would still be annunciated at the central station. Product labeling states: warning - do not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that his mp30 monitor had a speaker error.